Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient went to their healthcare provider (hcp) the day prior to initial report and they "changed voltage up on it and he set it on 1.0v and at 1.1 and I got some tingling off of it and I left it there, and I went to 1.2v and it was too strong." They further said that 1.1v "doesn't seem to be helping, it helped at first, but then it stopped helped a couple of weeks ago." They added they were "on lasik so that makes you go to the bathroom so I can't tell if its helping or not." It was reviewed with the patient that they need to follow up with their hcp for direction on what to do. On (B)(6) 2018 additional information was received. Patient reported that "I cant get it to sync and I dont feel the stimulation". They also stated that the patient programmer stopped syncing with ins "3-4 days ago" ((B)(6) 2018)and they found out that they lost stimulation "about 2 weeks ago".and confirmed it was the end of november during troubleshooting, was able to synchronize with antenna, and reported that stimulation was off and that they were on program 3 at 0.3v. Patient turn stimulation on successfully, and increased stimulation to 0.8v and is going to try this setting and will also see they health care professional. No further complications were noted or anticipated.